Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(6) 2015. Rv pace lead impedance was 1140 ohms on (B)(6) 2015. Sensing integrity counts went up to 12 (within 6 days) along with high rate-ns episodes and evidence of oversensing during (B)(6) 2015. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to several non-sustained ventricular tachycardia (vt) with high frequency, noise in electrocardiogram(egm). It was noted there was high impedance and possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.